Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/lymphadenectomy surgical procedure, the force bipolar instrument broke while in use. The instrument had a part ¿pop-out.¿ no parts of the instrument became separated or disconnected and no fragments fell into the patient. The instrument could not be removed through the cannula, so the instrument and cannula were removed together. Once removed from the patient, the customer had to break the force bipolar to get it out of the cannula. The staff reportedly took pictures of the instrument prior to breaking it. Another instrument and cannula were installed to continue the procedure. The customer reported that this event did not result in a patient injury. The customer did not confirm if they had to enlarge the port site location due to this event. The procedure was completed with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cannula and instrument came out in tandem without increasing port size. The instrument and cannula were removed together as the tip of the instrument physically came out of the shaft of the instrument and skewed off center. No fragments were left in the patient. The instrument was inspected prior to use with no damage noted. It was used for half the case before becoming dislodged. The instrument did not collide with any other instruments or tools during the procedure. There were no abnormalities of the force bipolar instrument jaw noted; it came out of the black shaft and re-seated not centered. The instrument jaws were not stuck in a closed position.